Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular lead exhibited high pacing impedance, varying r wave sensing amplitude, and high capture threshold. The reported lead was capped and replaced on 13 jan 2023. The patient was in stable condition.